Event description:
Patient seen in device outreach clinic. Found to have increased battery consumption, device is under boston scientific hydrogen premature battery drain advisory. Boston scientific tech support contacted, confirmed premature battery drain. Patient is dependent on device. Recommends generator change. Patient waiting to be scheduled for generator change.